Event description:
During index procedure, one driver stent was implanted to the mid lad. Five days post index procedure, mi and stent thrombosis were reported. It was reported that the patient presented with reinfarction. Angiogram showed evidence of thrombosis of stent in the lad. Thrombus treated by balloon dilatation and implant of new metallic stent. Outcome favorable without new events.

Manufacturer narrative:
Stent thrombosis, mi, secondary intervention. Secondary intervention - balloon dilatation and bms implant.